Event description:
During transport in the emergency elevator to radiotherapy department, ventilator alarms "technical error 20002" 30-60 seconds, then ventilator stops working. Back-up battery was checked before and shows 52 minute battery. Replaced, thereafter ok.